Event description:
It was reported that an ilet user experienced recurrent low blood glucose readings, with a documented nadir of 68 mg/dl and additional readings in the 80¿100 mg/dl range, while the display showed a downward trend; the caregiver expressed concern that the system was ¿dumping insulin,¿ and was advised that the device does not deliver insulin during lows and that any basal delivery at lower levels is algorithmic. Symptoms included hypoglycemia requiring treatment. Outcomes included oral administration of rapid-acting carbohydrates and continued home management without alarms or hospitalization. Investigation included troubleshooting and user education by customer care and outreach to the healthcare educator for follow-up. Investigation of this case revealed no device alarms and no evidence of acute device malfunction based on available information. It was concluded that the cause of the hypoglycemia was unclear and that the device function appeared consistent with expected behavior given sensor trends and algorithmic basal modulation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.